Event description:
It was reported that a couple days prior to the report the patient started feeling "like a knife stabbing" in the upper rib cage, left side but right side of the implantable neurostimulator (ins). It was stated that on the day of the report, when the patient was bending over, "it felt like a charge or a short." It was stated that patient's right hand was shaking which started when the patient felt pain. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2011. Product type: implantable neurostimulator: product ID 3387s-40, lot# v025540, implanted: (B)(6) 2007. Product type: lead: product ID 7482a95, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 3387s-40, lot# v025540, implanted: (B)(6) 2007. Product type: lead: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 7438, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the cause of the event was unknown. It was noted that the patient was receiving ¿shock like sensations.¿ it was noted that the issue "corrected itself.¿ it was noted that the patient went to the hospital for a ¿non-treatment.¿ it was further noted that the patient was not hospitalized due to this event. It was noted that there was no injury to the patient and this was a non-serious injury. It was further noted that the patient recovered without sequelae.

Manufacturer narrative:
(B)(4).